Event description:
A loss of acoustic sensation with the device was reported. At the beginning of 2023, the user began having problems with her sonnet audio processor, so it was repaired and the antenna replaced. In june 2023, the user returned reporting that she couldn't hear, so a new sonnet ap was tried, but the user still couldn't hear anything. At this point it was decided to do a control CT scan. Today, the user has no acoustic sensation and no response to pure tone audiometry. Clinical support has recommended revision surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure seems likely. However to determine an exact root cause, investigation on the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
A loss of acoustic sensation with the device was reported. At the beginning of 2023, the user began having problems with her sonnet audio processor, so it was repaired and the antenna replaced. In (B)(6) 2023, the user returned reporting that she couldn't hear, so a new sonnet ap was tried, but the user still couldn't hear anything. At this point it was decided to do a control CT scan. Today, the user has no acoustic sensation and no response to pure tone audiometry. Clinical support has recommended revision surgery.